Manufacturer narrative:
The returned sample was correct but lot number was unknown, hence updated one opened probe was received with a tip protector in a bag for the report. The sample was visually inspected and found to be nonconforming with port smashed. No functional testing for actuation, aspiration and cut could be performed due to port damaged condition. The probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration and cut failures due to the port damaged condition. Because the sample was returned open, how and when the port became damaged cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported aspiration and cut failures were unable to be confirmed and exact root cause for the port damaged could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the aspiration failure and cutting failure of a cutter occurred during vitrectomy surgery. The surgery was completed after replacing the probe with another one. The condition of actuation was unknown. There was no impact to the patient.